Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged and the display was partial. The customer¿s blood glucose level was 152mg/dl at the time of the incident. The customer reported that they just pushed the button and only half the screen was showing and the other half was missing. Customer stated it just started this morning, when they pushed the button and then the left one third corner was not showing any printing. They tried to change the battery and same results. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with missing segments/partial display due to cracked and bleeding lcd glass. Unable to perform self-test and displacement test due to missing segments/partial display. The pump had cracked case at display window corners.